Event description:
Reporter alleged the lancet needle will not retract in the softclix lancet system. Customer was accidently scratched by a protruding lancet. Customer self-treated with an adhesive bandae and did not seek medical treatment. A request was made for the return of the suspect device and replacement product was sent.